Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain on my left side') and genital haemorrhage ('uncontrollable bleeding') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), meningeal disorder ("meningeal enhancement"), neck pain ("the pain in my neck is so severe"), fear ("I'm so scared"), hypoacusis ("my hearing is now muffled"), urinary tract infection ("urinary tract infection"), pyrexia ("fever"), vomiting ("vomiting"), abdominal pain lower ("I had a lot of cramping"), muscle spasms ("a lot of spasm on my left side"), headache ("headache") and musculoskeletal stiffness ("neck stiffness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (2 ablation and essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, meningeal disorder, neck pain, fear, hypoacusis, urinary tract infection, pyrexia, vomiting, abdominal pain lower, muscle spasms, weight increased, headache and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal pain lower, fear, genital haemorrhage, headache, hypoacusis, meningeal disorder, muscle spasms, musculoskeletal stiffness, neck pain, pelvic pain, pyrexia, urinary tract infection, vomiting and weight increased to be related to essure. The reporter commented: first, I had essure removed in june. I had a spinal tap done on thursday and I haven't been able to sit up or stand since. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes are blocked after essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: meningeal disorder, neck pain, fear and hypoacusis, genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events¿ musculoskeletal stiffness and headache¿ were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain on my left side') and genital haemorrhage ('uncontrollable bleeding') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), meningeal disorder ("meningeal enhancement"), neck pain ("the pain in my neck is so severe"), fear ("I'm so scared"), hypoacusis ("my hearing is now muffled"), urinary tract infection ("urinary tract infection"), pyrexia ("fever"), vomiting ("vomiting"), abdominal pain lower ("I had a lot of cramping") and muscle spasms ("a lot of spasm on my left side") and was found to have weight increased ("weight gain"). The patient was treated with surgery (2 ablation and essure removal). At the time of the report, the pelvic pain, genital haemorrhage, meningeal disorder, neck pain, fear, hypoacusis, urinary tract infection, pyrexia, vomiting, abdominal pain lower, muscle spasms and weight increased outcome was unknown. The reporter considered abdominal pain lower, fear, genital haemorrhage, hypoacusis, meningeal disorder, muscle spasms, neck pain, pelvic pain, pyrexia, urinary tract infection, vomiting and weight increased to be related to essure. The reporter commented: first, I had essure removed in june. I had a spinal tap done on thursday and I haven't been able to sit up or stand since. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: tubes are blocked after essure.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: meningeal disorder, neck pain, fear and hypoacusis, genital hemorrhage quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: additional report and event were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain on my left side') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), meningeal disorder ("meningeal enhancement"), neck pain ("the pain in my neck is so severe"), fear ("I'm so scared"), hypoacusis ("my hearing is now muffled"), urinary tract infection ("urinary tract infection"), pyrexia ("fever"), vomiting ("vomiting"), abdominal pain lower ("I had a lot of cramping") and muscle spasms ("a lot of spasm on my left side") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, meningeal disorder, neck pain, fear, hypoacusis, urinary tract infection, pyrexia, vomiting, abdominal pain lower, muscle spasms and weight increased outcome was unknown. The reporter considered abdominal pain lower, fear, hypoacusis, meningeal disorder, muscle spasms, neck pain, pelvic pain, pyrexia, urinary tract infection, vomiting and weight increased to be related to essure. The reporter commented: first, I had essure removed in (B)(6). I had a spinal tap done on thursday and I haven't been able to sit up or stand since. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes are blocked after essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: meningeal disorder, neck pain, fear and hypoacusis¿. Most recent follow-up information incorporated above includes: on 20-mar-2020: case became incident. Removal details and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.